Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the broken burs which were not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available

Event description:
The doctor reported two burs separating during a procedure. One was while removing amalgam and one was on the metal of a pfm (porcelain fused to metal' - porcelain crown with a metal substructure). There were no injuries reported.